Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 2.4 mmol/l. Customer was like to continue troubleshooting 4.3 mmol/l and next one was 10.3 mmol/l. Customer was declined troubleshooting for low blood glucose as ate carbohydrate. The customer stated that they did not received sensor updating. The insulin pump will not be returned for analysis.